Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the vascular access site was femoral and the lesion was severely calcified. The anatomy tortuosity was severe and significant resistance was encountered during insertion. No additional event or patient information is available. This is being reported based on the returned product analysis which revealed that the stent was partially dislodged.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible on the shaft, balloon, and stent. The stent implant was stationary on the balloon. The stent implant was pushed distally. The distal end of the stent implant was 2.5 mm proximal to the distal edge of the soft tip. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were no kinks in the inner member or tip. There was a kink in the hypotube 60 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. The snap gauge was used to measure the outer diameters of the stent implant. The proximal and middle measurements met mfg criteria. The distal outer diameter measurements were oversized. These did not meet manufacturing criteria. Product performance engineering determined that the inability to cross a lesion can also be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. Reportedly, the lesion was heavily tortuous and heavily calcified, which may have contributed to the difficulties experienced. The sds was returned with blood and contrast visible on the shaft, balloon and stent, which is consistent with the reported use of the device. The stent implant was stationary on the tightly folded balloon, but was found to be pushed distally to where the distal end of the stent was located 2.5 mm proximal to the edge of the soft tip; however, this may have occurred during or after the procedure since there was no report of stent movement / mislocation during product inspection prior to use. Factors that can affect stent movement / mislocation include, but are not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and / or accessory devices. In this instance, the analysis revealed crimp marks evident on the balloon where the stent had been between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. In addition, dimensional analysis also indicated that the tip seal length and outer diameters of the proximal and middle portion of the stent met manufacturing criteria. Although, the distal dimension was noted to be above of the accepted manufacturing specification, this may be due to the stent movement, as it is expected that the stent would expand during travel over the balloon. The protective sheath was also not returned in this case, which may have aided the investigation. Based on the information received with this complaint and the analysis of the returned device, no conclusive root cause for the stent movement could be determined. Due to the heavy calcification and tortuosity, the failure to cross appears to be related to circumstances of the procedure. During the analysis, a kink in the hypotube distal to the strain relief tubing was noted; however, this damage was also not reported in the incident description and may have occurred during or after the procedure or possibly as a result of handling during packaging for shipment back to abbott vascular for analysis. A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.